Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.